Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ low sorbing secondary set tubing detached from the chamber during use before attaching the spike into the bag. The following information was provided by the initial reporter: "the tubing came unattached from the chamber as the technician was about to spike it into the bag. This product is used in the chemo sterile compounding area and is attached to infusors that are sent home with the patient. This is the second incident in the last 2 weeks."

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ low sorbing secondary set tubing detached from the chamber during use before attaching the spike into the bag. The following information was provided by the initial reporter: "the tubing came unattached from the chamber as the technician was about to spike it into the bag. This product is used in the chemo sterile compounding area and is attached to infusors that are sent home with the patient. This is the second incident in the last 2 weeks."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-sep-2022. H6: investigation summary the customer reported the tubing came unattached from the chamber, and returned just the drip chamber. The complaint is verified as the tubing was obviously separated, the tubing after the drip chamber was not returned. The root cause was investigated by our manufacturing team and they found that is due to the omission of the tube gumming in operation 4. A quality alert was issued to notify the personnel about the failure mode. Device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.